Event description:
Per the clinic, the internal magnet was explanted on (B)(6) 2022 due to migraines. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on august 9, 2022.